Event description:
In (B)(4), drager medical was informed via police that a medical incident involving patient death occurred, but no other information was provided. In (B)(4), a drager service technician checked a device without findings. But was not informed about any incident at that time. On (B)(4) 2013, drager received a report from the hospital describing the problem. It was reported that: "planned patient surgery: endometrial resection. To the general anesthesia "primus" - drager device was used. At the time of induction of anesthesia, patient suffered hypoxia, and after 6 days, the permanent and irreversible cessation of patient's brain function was observed. During the examination of the incident, it was certified that complex of respiratory tubes was connected incorrectly, in the way that: inlet and outlet ports of primus spout was connected by one tube, two "y" connector's outlets were combined by the second tube and the tube from the reservoir bag was connected correctly. In such a configuration "primus" devise was turned on, according to the instruction. The checklist was performed, and self-test afterwards."

Manufacturer narrative:
The hospital complained that the device self-test passed successfully. The reported symptom was caused by faulty connected patient hoses. The user is advised before starting the self-test to check the breathing system if it's fully assembled and connected correctly. This check has to be confirmed. The manual check list is an integral part of the device pre-use check, as not all relevant functions can be checked and not all deviations can be detected automatically, either due to technical restrictions or physical principles. Additionally, the instructions for use (IFU) advise the user to exercise care and attention while connecting the patient to the device. If ventilation will be started with the described setup, the device will directly alarm audible and visible - as specified - for flow apnea, pressure limitation and volume not attained depending on the used ventilation mode. This was also confirmed for the reported event log analysis. Furthermore, the integrated patient gas monitoring allows a permanent overview with respect to the ventilation performance and the patient condition. Due to e.g. An atypical etco2 curve, an inadequate ventilation of the patient is clearly visible to the user and the inspiratory and expiratory oxygen concentrations displayed gives information about the oxygenation of the patient and the missing o2 uptake. The log as well as the device check after the reported event showed no device malfunction. The instructions in the IFU were rated to be appropriate.